Manufacturer narrative:
Concomitant medical products : dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular lead threshold was high, which was not permitting an adequate safety margin. No actions were taken and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was failure to capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.